Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. Upon releasing the 25mm amulet device to successfully seal the laa & withdrawing 14fr amulet delivery sheath, an effusion was noted around the heart. The physician attempted to drain sac, unable to access, effusion was assessed via transesophageal echocardiogram (tee/toe) through-out drainage attempts. The patient remained stable throughout. The effusion remained small and did not expand and appeared to be localized to left ventricular (lv) area. The patient was kept intubated and clinical decision made to transfer in to different hospital for observation overnight in case further intervention is required. The physician mentioned the effusion may have been caused by a wire, sheath or the single repositioning of amulet device prior to device release.

Manufacturer narrative:
An event with patient effects of pericardial effusion was noted. A cine review was completed and concluded the pericardial effusion being clearly seen on the echo image. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be confirmed. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.